Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that during treatment with the nexstent carotid stent system, the physician experienced deployment difficulties. The patient underwent treatment with the nexstent carotid stent with the filterwire ez trial device. The target lesion is a restenotic lesion located in the left common carotid artery bifurcation with 5 mm reference vessel diameter, 25 mm length and 60% stenosis. Pre-dilatation was not performed prior to filterwire placement, however pre-stent balloon angioplasty was done. Post-stent dilatation was performed and residual stenosis was 10%. The total stented length of the treated vessel was 30mm. The site reported the event as difficult or unable to deploy stent. No adverse events were noted.